Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer got a piece of plastic broke off not working reservoir clear ring that locks it in and sometimes it is gone. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.